Manufacturer narrative:
(B)(4). The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 827-345, lot # 639140, part # 827-340, lot # 556270, part # 827-345, lot # 531270, part # 811-322, lot # 582170, part # 827-345, lot # 699140, part # 806ts55l80t, lot # 553470. Manufacture date for part # 806ts55l80t, lot # 553470, is 21/may/2003. Manufacture date for part # 827-345, lot # 639140, is 4/ jul/2003. Manufacture date for part # 827-340, lot # 556270, is 22/may/2003. Manufacture date for part # 827-345, lot # 531270, is 9/may/2003. Manufacture date for part # 811-322, lot # 582170, is 5/jun/2003. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for these devices did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent an unknown spinal procedure. Sometime post-op, the patient returned to the doctor and it was reported that the patient had "junctional syndrome at l2-l3 due to arthrodesis at l3-l50." No further information is known at this time.